Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Event description:
The consumer reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Initial testing generated a positive result .on the same day repeat testing was performed and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 157504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 157504 , test base part number 195-430h / lot 151066. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.